Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm the explanted devices was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s contacts were showing high impedances. It was noted that the patient had no stimulation. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively.